Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold. The rv lead remains in use. It was also reported that the right atrial (ra) lead exhibited potential undersensing of small atrial morphologies during rapid atrial rhythms. The ra lead remains in use. No patient complications have been reported as a result of this event.